Event description:
It was reported that the patient underwent a hip revision approximately one year post implantation due to instability of the freedom constrained liner. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: g7 bonemaster ltd acet shl 52e item: 010000703 lot: 7789161 tprlc 133 type1 bm ho 12.0 item: 51-114120 lot: 7646479 g2: foreign ¿ australia the customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.